Event description:
The manufacturer received information alleging about the incorrect power supply error. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the third-party service center visually inspected the device and found the pca is burned, the ui has scratches and the iso port has traces of contamination. There was no report of visible smoke or fire. In addition, the devices error log was downloaded, and four error code was present when reviewed. Lastly the device was not repaired due to customer requested return unrepaired.